Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/25/2024, it was reported by an arthrex subsidiary employee via sems-06695106 that an ar-1011 spiked ligament staple broke. This occurred during an anterateral knee procedure on (B)(6) 2024 when the device broke. The fragment was removed. The case was completed with another product.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer's attached picture, which shows an ar-1011 spiked ligament staple 11 x 20 mm broken into three pieces. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that the allegation was confirmed on the ar-1011, and the reported failure is most likely related to a user error such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.